Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) customer called unit had a fiber optic module sensor failure. Customer stated the catheter is non-fiberoptic and the line was clotted, and wanted to know how to get the unit to stop alarming. Customer was informed to transfer patient onto the backup pump and send the original pump to biomed. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) tested with my fiber optic balloon. No problem found. Performed and passed all functional and safety tests to factory specifications. Cleared for clinical use.